Event description:
It was reported that the device displayed an alert indicating the device had been programmed to reset values. The device was reprogrammed to appropriate parameters. The pt was planned to be monitored normally.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.